Manufacturer narrative:
The catheter was returned for analysis and analysis found that there was a compressed area in the catheter body. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration. The indication for use was non-malignant pain. It was reported that the patient¿s catheter was occluded, and the hcp was unable to aspirate. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included catheter aspiration at the patient¿s last refill on (B)(6) 2016. Surgical intervention occurred. The issue was not resolved. The patient¿s status was alive: no injury. The patient had a medical history of complex regional pain syndrome ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 4 mg/ml at an unknown dose. The patient¿s medical history included chronic obstructive pulmonary disease, hypertension, myocardial infarction, peripheral neuropathy, restless leg syndrome, and previous head injury. Revision occurred, and the pump segment was replaced, as it was all full of scar tissue. There was good cerebrospinal fluid (csf) [flow] after the pump segment was replaced. The hcp was reducing the dose of morphine 4 mg/ml to 1.0991 mg/day.